Manufacturer narrative:
Complete event site name - (B)(6) center. Event site postal code - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the fiber optic sensor was not recognized. The iab was removed and replaced with a new one to continue therapy. There was no patient harm or averse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior. A sheath was not returned. A catheter tubing kink was found at approximately 71.9 cm from the iab tip. The fiber optic sensor was broken at approximately 72.0 cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed and no leaks were detected. The evaluation confirmed the reported problem. A kink in the catheter tubing could cause the fiber optic sensor to break. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Manufacturer narrative:
Updated fields: b4, d10, g4, h3, h6, h10. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
N/a.